Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the insulation on the interconnect cable of the 9600 system was pulled back. No pt injury was reported.